Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date, the patient experienced cloudy fluid, pedal edema and facial edema. The cause of the events were unknown. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized due to peritonitis and body swelling and was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing), and amikacin injection (65mg, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from peritonitis and body swelling. Should additional relevant information become available, a supplemental report will be submitted.